Event description:
It was reported that a tasp shim was returned missing a bearing. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4), h3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the returned product found it to exhibit signs of repeated use and have one of components 42527991001 and 42527991002 disassembled / missing. The components were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. This device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. This complaint is confirmed based on the returned item. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.